Manufacturer narrative:
Bent release crossbar on the breakaway head section.

Event description:
It was reported by service report that the head section would not latch in the up position. The head section release bar was reportedly bent. No patient involvement or adverse consequences are reported.